Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain five days post implant. The patient also had pericarditis, pericardial effusion, and perforation. Both the right atrial (ra) and right ventricular (rv) leads were repositioned. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.